Manufacturer narrative:
Additional information was received indicating this lead was explanted due to suspected lead crush. This lead has not been returned for analysis. This report will be updated should additional information become available.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and this lead has not been returned for analysis. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right atrial pacing lead was explanted due to an unspecified product performance issue. No adverse patient effects were reported.